Event description:
Pt post-op surgery (9/30/94) requiring blood transfusion. Rate constantly had to be adjusted. Blood running too slowly for IV rate. Half of blood unit had to be discarded because administration incomplete at 4 hr transmission limit. Add'l blood had to be used to complete transfusion.